Manufacturer narrative:
Manufacturers narrative. Clinical code: 4440 - thrombosis / thrombus: thrombosis of the hepatic artery with hepatic cytolysys treated with anticoagulation impact code: 4644 - medication required: patient was treated by anticoagulation only with recovery at d+5. Medical device problem code: 2993 - adverse event without identified device or use problem: full batch review was performed which showed no issues from raw material to finished product during manufacturing process of this device. Component code: 4755 - part/component/sub-assembly term not applicable: type of investigation: 4110 - trend analysis: a five year review of similar complaints (thoraflex hybrid jan 19 - jan 24 vs artery occlusion/ thrombosis) gave an occurrence rate of (B)(4)(complaints vs sales). 3331 - analysis of production records full batch review was performed which showed no issues from raw material to finished product during manufacturing process of this device. 4117 - device not accessible for testing: device remains implanted. 4111 - communication/interview: additional information was received on 12 mar 24, the site confirmed the patient did not have any history of blood clotting or calcification of the artery. Also the patient did not have and allergies to the graft components. The patient outcome is that the patient is alive and recovered. Investigation findings: 213 - no device problem found: full batch review was performed which showed no issues from raw material to finished product during manufacturing process of this device. No causal link between the event and device deficiency could be established. Investigation conclusion: 67 - no problem detected: full batch review was performed which showed no issues from raw material to finished product during manufacturing process of this device. No causal link between the event and device deficiency could be established.

Event description:
As per reporter's narrative: j+2 disturbance of the liver balance# thrombosis of the hepatic artery with hepatic cytolysys treated with anticoagulation patient hepatic status improvement at j+5. This report is being submitted as follow up #1 for mfg. Manufacturing report #9612515-2024-00012 to provide event closure information for (B)(4).

Manufacturer narrative:
Clinical code: 4440 - thrombosis / thrombus: thrombosis of the hepatic artery with hepatic cytolysys treated with anticoagulation. Impact code: 4644 - medication required: thrombosis of the hepatic artery with hepatic cytolysys treated with anticoagulation. Medical device problem code: 3190 - insufficient information: a/w additional information from site for this event. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a five year review of similar complaints (thoraflex hybrid jan 19 - jan 24 vs artery occlusion/ thrombosis) gave an occurrence rate of (B)(4) (complaints vs sales). 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4114 - device not returned: device remains implanted. 4111 - communication/interview: a/w additional information from site.

Event description:
As per reporter's narrative: j+2 disturbance of the liver balance#, thrombosis of the hepatic artery with hepatic cytolysys treated with anticoagulation. Patient hepatic status improvement at j+5.